Manufacturer narrative:
E1 - initial reporter establishment name : (B)(6)the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope exhibited noise across the entire image. The event occurred during installation. There were no reports of patient involvement.